Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was returned with energizer alkaline battery. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: (B)(6).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is still unknown; no death certificate yet. The caller stated that in the morning the customer was not on the bed. The caller found her not breathing. The caller did not know the customer's blood glucose at the time of death. The last recorded value in the log book was 168 mg/dl on (B)(6) 2016 at 9:43 pm. The customer was wearing the insulin pump at the time of death and it was alarming. The sensor and the infusion set were still connected to the customer's body when she was taken away. The customer's legs were amputated below the knees, was diagnosed with diabetes when she was a teenager, had heart disease, had open heart surgery after which she had a staph infection. The caller agreed returning the insulin pump for analysis. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.